Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted (B)(6) 2016; etlw1610c124e stent graft, implanted (B)(6) 2018; esbf2814c103e stent graft, implanted (B)(6) 2018; etlw1610c93e stent graft, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.